Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The endotracheal tube associated with this report was received for evaluation. An inflation/deflation test was performed using a syringe. 25cc's of air were applied to the cuff. The cuff was observed to have a faulty inflation line which made inflation/deflation of the device difficult. The reported failure mode was confirmed in the received sample. All manufacturing controls were found acceptable and effective to detect the reported failure mode. An inflation test is performed for all taperguard products. The operator inspects all products for leaks and segregates the defective parts. All taperguard products have a resting time of two hours. A deflation test is performed for all taperguard products. The operator inspects for leaks and segregates the defective parts. Once each part has been visually inspected, operators are instructed to to deflate the cuffs.

Event description:
A report was received stating a tracheal tube's cuff did not inflate prior to patient use. There was no patient involvement.